Event description:
Initial result for a patient b12 was 187.7 pg/ml. When repeated, the result was 487.5 /pg/ml. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant results.